Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the physician encountered slight resistance at the middle of the microcatheter and the ruby coil would not advance further; therefore, it was removed. The procedure was completed using two additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. Offset coil winds were present along the embolization coil. Conclusions: evaluation of the returned ruby coil revealed offset coil winds. If the device is advanced against resistance, damage such as offset coil winds may occur. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. During functional testing, while attempting to re-sheath the ruby coil, resistance was encountered as the kinks in the pusher assembly was retracted through its introducer sheath and the ruby coil could not be retracted any further. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.